Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen due to oversensing noted on remote transmissions. Programming changes were suggested and was recommended that the device be set temporarily to vvi to ensure no oversensing at max rates. The patient did not show up to the appointment. The patient will be rescheduled by the clinic for programming changes. Device being monitored. No consequences to patient.

Event description:
New information notes that no changes have been made, no oversensing was noted on last remote transmission and oversensing was caused by post paced t wave oversensing. The patient is scheduled to be seen in the clinic in sometime in may.